Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported when they would lay down the stimulation shocked them too much so they would turn off the stimulation when sleeping; the issue had always been that way. Patient didn't find the stimulation a problem and was okay with turning stimulation off when sleeping. Patient's nighttime settings would bother them. Patient didn't get pain when lying flat on the bed; patient was okay when they were up and walking. Patient tried to turn the stimulation off and would get a 'couldn't contact the machine' message; patient couldn't recall the message. Patient couldn't turn the stimulation off with the white button though they tried 6 times so patient had to go into the programs to turn the stimulation off. During the call patient was able to turn stimulation off right away by pressing the stimulation off option when pressing the white button. Agent advised patient to call back if they noticed the message again. Agent also redirected patient to their hcp to address the issue.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have always called the process of what the stimulator does to them as "shocking my muscles," which they can see may not be the correct term to use. Patient stated that they had said during the call the letter is in reference to that when they laid down on the bed, the machine "shocks me more." Patient explained that what it really does is stimulate more aggressively when they lay on the bed, so they just turn stimulation off to sleep. Patient added that their pain level goes way down when they lay down, so they do not have any trouble sleeping without the stimulation. Agent reviewed with patient that it is a known or anticipated outcome according to labeling that certain positions like laying down may cause increased stimulation sensation. Pt stated they first noticed when they got the stimulator in 2008 or 2009. They didn't go to the doctor because it's not a problem for me. No steps were taken.